Manufacturer narrative:
Testing and investigation found that the device alarmed with an e321 (battery charger timeout) error code. This was due to the battery. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to hospira for a report from the customer that the device showed "warning: replace battery". This is not a reportable malfunction. However, during verification testing at the service center ,the device alarmed with an e321 (battery charger timeout) error code.